Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a particle matter was observed inside in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag; described as ¿a clear particle¿. This issue was identified during visual inspection at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection along with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issues were observed on the connector or cap areas.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.